Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced a broken fiber optic connector to resolve the reported issue. The stm additionally performed five (5) passing fiber optic tests and full functional and safety tests to factory specifications. The iabp was then released to customer and cleared for patient use. Full event site name: (B)(6).

Event description:
It was reported that the customer was unable to insert the fiber optic cable into cardiosave intra-aortic balloon pump (iabp). The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.